Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and on the archive data review. The root cause of ua 07 was due to defective load cell module 2. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, cracked front and bottom enclosures and bent battery lock were observed likely due to user mishandling such as a drop. The observed physical damage is not related to the reported complaint. The damage front and bottom enclosures and battery lock were replaced to address this issue. The initial functional testing of the autopulse platform could not be performed due to ua 7 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test revealed that the load cell 2 was defective. The load cell 2 was replaced to address the reported complaint. The archive data review showed occurrence of multiple ua 7 error message on the reported event date, thus confirming the reported complaint. Following service, the platform was tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions with a good known test battery until discharged and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During deployment, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message and was not able to clear by the user. No patient involvement.